Manufacturer narrative:
Concomitant products: dtba1d1 crt-d, implanted (B)(6) 2014. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated pacing capture threshold in the lv (left ventricle) was high. Left ventricular capture threshold steadily rose from a low of 1.5v to a high of 2.5v between (B)(6) 2014 and (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead was undersensing. No changes were made and the lead remains in use. It was also reported that the left ventricular (lv) was exhibiting intermittent high thresholds as well as no capture in one particular configuration. Diaphragmatic stimulation was also observed. No changes were made but the patient is to undergo a lead replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.